Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the user noticed a failure for the ventilation. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received from the ge field engineer that the failure was found during start up of the adu with the self-test, and will prevent the device from being used. The initial reported event was not reportable.